Event description:
Account reports one incident in which the hcp spiked the blood bag and due to a large hole in the tubing, below the spike, blood sprayed out of the hole onto hcp and the pt. Reporter stated the hole appears to be due to a defect, appears melted. The cartons were retrieved from the waste basket and the lot numbers were found: r047761 and s1248567. No pt or hcp compromise.